Event description:
Revision surgery - the pt had an epik uni knee and was revised to a total knee. The femur, polyethylene, and tibia were removed.

Manufacturer narrative:
The root cause of the revision surgery was identified as instability after (B)(6) months of patient use. The outcomes attributed to this event are non-serious. There was no information submitted with this complaint about any patient activities, accidents, or medical contradictions that may have contributed to the instability. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.